Event description:
The customer became aware of a false positive non-reproducible vitros trop I es result on a pt sample when repeat testing did not confirm the initial results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial result was not reported and there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci signal reagent system was not operating as intended. This could lead to improper signal reagent dispense, resulting in elevated trop es results. Ocd field service investigated and made necessary repairs, returning the vitros eci to expected operation. The root cause of the false positive trop es result is analyzer related.